Manufacturer narrative:
System was tested by field rep. As well as software engineer and could not replicate issue. No impact to patient outcome reported.

Event description:
Surgeon called in from the site while preparing for a case with the system to ask how to merge two exams together in the synergy cranial application. Preceding instruction surgeon was able to merge the exams, verify the merge and proceed to register the patient with the system. Once navigating the surgeon wanted to merge another exam, went back to the register task to merge a 3rd exam and no registrations were saved. Surgeon chose to discontinue the use of navigation, but continued the surgery. No impact on patient outcome reported.